Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The pre-use check failed the internal leakage test, pressure transducer test, safety valve test and the flow transducer test. Further inspection revealed that the nozzle unit to the air gas module was defective and that the reported issue was resolved by replacing the nozzle. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The conclusion is that the cause of the reported issue was a defective nozzle unit, however the faulty part has not been returned for further investigation. A correction of field# d1 brand name, #d4 version or model#, #d4 unique identifier (UDI)# were required. D1: brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4: version or model# - previous version or model#: servo-s, corrected version or model#: 6640440. D4: unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).